Event description:
It was reported that the physician called in for review of device data. This patient with an implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER) with a heart rate in the 30's. Technical services reviewed and found no episodes that correlate to the decrease in heart rate. However, review of the presenting electrogram (egm) had right atrial (ra) noise. Additionally, it was noted that ra pacing impedances are high, out-of-range measuring greater than 2,500 ohms and the lead is programmed off. At this time, the system remains in service. No adverse patient effects were reported.